Manufacturer narrative:
(B)(4). Technical support reviewed the photograph sent by the customer and provided troubleshooting steps to determine if the issue is related to mainboard, turbine, turbine motor pcb or the power board. After troubleshooting, it was found that the main pcb needs replacement.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The issue was found during pre-use checks. The customer confirmed that there was no patient involvement associated with the reported event.